Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked and shattered. Reportedly, the pump was still functional. Customer had elevated blood glucose levels (244 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.